Event description:
It was reported that the unit shorted out. No additional information.

Event description:
Additional information was received which stated no patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, front cover, plate clip, and line cord, shorted out printed circuit board (pcb), and a cracked tank cover. Functional testing found the pcb shorted out and has burned. The root cause of the reported issue was found to be component failure. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. E4 is unknown, no information provided to date.